Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Cine images from the procedure were received and reviewed by an abbott vascular senior medical advisor who noted that difficulty deploying the clip occurred during second clip implantation, following a successful initial one. The two clips were implanted with satisfactory results including reduction of mitral regurgitation. Difficulty to deploy may have been related to physician technique, challenging anatomy and the presence of the first implanted clip. All available information was investigated and the reported device operates differently than expected (mandrel appeared at an angle) was likely a result of patient morphology/pathology, as the reported contoured anatomy of the heart likely placed increased stress on the device, such that the sleeve and mandrel were not coaxial to the clip. As a result, this can cause difficulties deploying the clip; therefore, the reported difficulty deploying the clip appears to be related to procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: mitraclip system, steerable guide catheter, 1 additional implanted mitraclip. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficulty experienced while deploying the clip which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted in a2/p2. The second clip was positioned lateral to the first. During the attempt to deploy the clip, the clip did not initially release from the device; however, trouble shooting was performed and within 5 minutes, the clip was deployed. Two clips were successfully implanted, reducing the mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.